Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5187456. Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
A voluntary MDR/medwatch report was received on 05/11/2026. It was reported that a skin reaction was occurred. The date of the event is an approximation. According to a report received via the maude database on 03/31/2026, the patient experienced a skin reaction at the device insertion site, described as involving drainage/watery discharge, infection, and the development of an abscess at the needle puncture site. The patient presented to the emergency department, where an incision and drainage procedure was performed, and an unspecified antibiotic was administered. No information was provided regarding the use of anesthesia during the procedure or the method of wound closure. Additionally, no further details regarding medical evaluation, follow-up care, or additional interventions were documented. At the time of reporting, the patient¿s outcome or current condition was not specified. Attempts to contact the reporter for additional details and clarification were made but were unsuccessful. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.